Manufacturer narrative:
Updated: a2, a3, a4, b3.

Event description:
Additional information was received indicating that the patient does not have a night pump and is using the day pump during the night without consent.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump remained connected at night. Per reporter, the patient's spouse was advised not to leave the pump connected at night without discussing it with the neurologist. It was also reported that the pump was not alarming when the cassette is empty. No adverse patient effects were reported.